Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 378mg/dl. Reportedly, the customer changed the pump supplies to address the issue. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.